Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the sagittal saw attachment broke off when in use with the small battery drive device. According to the report, there was a piece of the attachment device stuck in the small battery drive device. There were no delays to the planned surgical procedure as spare identical devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling pin was separated from bearing housing spacer disc and the planetary wheels were out of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from use. If additional information should become available; a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.